Event description:
The customer reported low bgs and was treated. During the call the customer was hospitalized for low bgs. The customer had no recollection of what events lead to the hospitalization and the medical staff could not determine the cause of the admission. The customer indicated that the programming was correct. Offered to troubleshoot the pump but the customer declined.